Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was experiencing a percutaneous lead (driveline) infection with purulent drainage at the driveline site. Preliminary cultures demonstrated gram positive cocci infection. The patient will remain on vancomycin and zosyn until further culture and speciation returns. No additional information was provided.